Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and cholecystectomy ('gallbladder removal') in an adult female patient who had essure (batch no. 50700145) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included multigravida, parity 2, recurrent abortion (2), menses irregular, chest pain, palpitations, constipation, abdominal distension, smoker, vaginal itching, vaginal yeast infection and endometritis. Concurrent conditions included dehydration, oliguria, nephrolithiasis and hypothyroidism. Concomitant products included ibuprofen (motrin) and levothyroxine. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), thyroid disorder ("thyroid disease") and alopecia ("hair loss"). In (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2014, the patient underwent cholecystectomy (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain lower ("lower abdomen pain"). The patient was treated with hydromorphone hydrochloride (dilaudid), promethazine, sumatriptan (imitrex) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, migraine, headache, dysmenorrhoea and alopecia had resolved and the cholecystectomy, vaginal haemorrhage, menorrhagia, nausea, tooth disorder, fatigue, thyroid disorder and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, alopecia, cholecystectomy, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, thyroid disorder, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: she did not allege that essure caused birth defects. Right side 3 coils, left side 4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on an unknown date: CT of the abdomen and pelvis without contrast shows mild constipation, cholelithiasis. Non-obstructing bilateral nephrolithiasis, mild stable left kidney nodule and also a tiny subpleural nodule in the left lower lobe near fissure. Ultrasound abdomen - on an unknown date: ultrasound of the abdomen shows cholelithiasis. The gallbladder iscontracted with multiple gallstones. The wall was not able to be evaluated. The common bile duct is 6.3 mm. A simple cyst in the left kidney of 1.1 cm is noted. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 7-apr-2021: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and cholecystectomy ("gallbladder removal") in a female patient who had essure (batch no. 50700145) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included multigravida, parity 2, recurrent abortion (2), menses irregular, chest pain, palpitations, constipation, abdominal distension, smoker, vaginal itching, vaginal yeast infection and endometritis. Concomitant products included ibuprofen (motrin) and levothyroxine. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), thyroid disorder ("thyroid disease") and alopecia ("hair loss"). In (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2014, the patient underwent cholecystectomy (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, migraine, headache, dysmenorrhoea and alopecia had resolved and the cholecystectomy, vaginal haemorrhage, menorrhagia, nausea, tooth disorder, fatigue, thyroid disorder and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, alopecia, cholecystectomy, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, thyroid disorder, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: she did not allege that essure caused birth defects. Right side 3 coils, left side 4 coils. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-apr-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and cholecystectomy ('gallbladder removal') in an adult female patient who had essure (batch no. 50700145) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included multigravida, parity 2, recurrent abortion (2), menses irregular, chest pain, palpitations, constipation, abdominal distension, smoker, vaginal itching, vaginal yeast infection and endometritis. Concurrent conditions included dehydration, oliguria, nephrolithiasis and hypothyroidism. Concomitant products included ibuprofen (motrin) and levothyroxine. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), thyroid disorder ("thyroid disease") and alopecia ("hair loss"). In (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2014, the patient underwent cholecystectomy (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain lower ("lower abdomen pain"). The patient was treated with hydromorphone hydrochloride (dilaudid), promethazine, sumatriptan (imitrex) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, migraine, headache, dysmenorrhoea and alopecia had resolved and the cholecystectomy, vaginal haemorrhage, menorrhagia, nausea, tooth disorder, fatigue, thyroid disorder and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, alopecia, cholecystectomy, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, thyroid disorder, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: she did not allege that essure caused birth defects. Right side 3 coils, left side 4 coils diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on an unknown date: CT of the abdomen and pelvis without contrast shows mild constipation, cholelithiasis. Non-obstructing bilateral nephrolithiasis, mild stable left kidney nodule and also a tiny subpleural nodule in the left lower lobe near fissure.. Ultrasound abdomen - on an unknown date: ultrasound of the abdomen shows cholelithiasis. The gallbladder is contracted with multiple gallstones. The wall was not able to be evaluated. The common bile duct is 6.3 mm. A simple cyst in the left kidney of 1.1 cm is noted.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-mar-2021: medical record received. Reporters information and medical history was added. There was no significant change in the medical context of case. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and cholecystectomy ("gallbladder removal") in a female patient who had essure (batch no. 50700145) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included multigravida, parity 2, recurrent abortion (2), menses irregular, chest pain, palpitations, constipation, abdominal distension, smoker, vaginal itching, vaginal yeast infection and endometritis. Concomitant products included ibuprofen (motrin) and levothyroxine. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), thyroid disorder ("thyroid disease") and alopecia ("hair loss"). In (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2014, the patient underwent cholecystectomy (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, migraine, headache, dysmenorrhoea and alopecia had resolved and the cholecystectomy, vaginal haemorrhage, menorrhagia, nausea, tooth disorder, fatigue, thyroid disorder and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, alopecia, cholecystectomy, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, thyroid disorder, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: she did not allege that essure caused birth defects. Right side 3 coils, left side 4 coils. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-apr-2019: pfs and mr received - previously reported event "injury to herself" replaced with events "pain , abnormal bleeding (vaginal) , abnormal bleeding (menorrhagia), migraines, headaches, nausea, dental problems, gallbladder removal, dysmenorrhea (cramping, fatigue, thyroid disease, hair loss, she did not undergo essure confirmation test". Reporter, lot number, medical history, concomitant drug added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.